Event description:
Philips received a complaint by the customer on the v60 indicating that when the device was powered on, the screen was blank, and the device was not cycling breaths. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the device was not turning on--the screen was blank, and the device was not cycling breaths. While the device was not in use and plugged into alternating current (ac) power, the customer discovered that the power light emitting diode (led) was illuminated on the front panel, but the battery charge led did not illuminate. When the customer powered on the device, the customer found that the screen was black, and the device did not cycle breaths; however, the cooling fan was running. A service quote for onsite service and repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
A service quote for onsite service and repair was sent to the customer for approval, but the quote expired. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.